Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that on (B)(6) 2011, in the morning, the patient recognized when she put on the audio processor, that she is no longer able to hear with her ci. Exchanging the external parts and checking with her old tempo+ processor did not improve. Testing shows that the device has malfunctioned. There is no accident known.